Event description:
The customer reported the system failed to produce fluoroscopy x-ray and had a cine disk not available error displayed. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, power supply, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.